Event description:
It was reported that pump experienced malfunction code 16 without any notable events beforehand. There was no reported adverse impact to the customer. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy. Technical support decided to replace pump with updated software.